Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During evaluation of the returned screws, deformation and rub wear was noticed on the ti fix head outer surface. The hexalobe feature did not appear to be significantly worn. No definitive root cause could be found for this event or attributed to the involved part lot numbers.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the screws and plates appeared to strip during final locking intraoperatively. Resulting in a significant delay of approximately 30 minutes. (Related to 3004774118-2017-00133, 3004774118-2017-00131).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That the screws and plates appeared to strip during final locking intraoperatively. Resulting in a significant delay of approximately 30 minutes. (Related to 3004774118-2017-00132 and 3004774118-2017-00131).